Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that the patient experienced urethral atrophy and urinary incontinence due to the artificial urinary sphincter (aus) cuff was too big for the urethra. A replacement surgery was performed and the cuff was removed and replaced. The patient had a good outcome and incontinence was restored.